Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# j0012767v, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: lead.

Event description:
Medical records received from an attorney representing a consumer reported they had ¿long term low back problems and went on to develop reflex sympathetic dystrophy (rsd) in one leg.¿ according to medical records "the consumer underwent multiple lumbar spine procedures and this had been somewhat under control, but with chronic persistent pain she developed rsd which had now generalized to both lower extremities. It was not felt that further direct surgical attack was giving them much benefit and they had been working with pain therapy in trying to control their syndrome.¿ the consumer presently had an implantable neurostimulator (ins) system and a pain pump system. "With the generalization of pain bilaterally, attempts were made to place another percutaneous electrode, but this failed so the consumer was referred for surgical placement.¿ medical records stated what was requested was ¿removal of the failing inlay system and placement of a new surgical system with a rechargeable ins with a diagnosis of a dorsal column stimulator dysfunction.¿ the risks, indications, and benefits of the surgery were discussed with the consumer, and the wished to proceed. On (B)(6) 2006 medical records noted ¿the consumer was brought to the operating room and sedated. An incision was made in the thoracic region and fluoroscopy was used throughout the procedure to assist in the placement of the system. Initially the physician came down around the t- 10 level and dissection was carried down to the fascia and then down exposing the lamina. Self-retaining retractors were placed and a small laminectomy was carried out. The physician was then able to identify the inlaying electrode and an incision was made over the connecting wires and the electrode was removed through the incision. The connecting wires were section and the wound was closed.¿ following this the "physician returned back to the thoracic incision, the epidural space was prepared, and a dual lead was placed into the epidural space where good placement was confirmed. Open testing was performed where only good right-sided coverage was obtained, but with some movement of the lead a little bit more to the left excellent bilateral coverage was achieved. At that time coverage of the consumer¿s back wasn¿t good so the electrode was moved more cephalad. When the electrode was moved up there was more back coverage, but lower extremity coverage began to be lost. Due to this the physician moved back to the original position which was at about t-9 which gave the consumer excellent coverage. Due to the ins being in the anterior abdominal wall, the wires were from the electrode were coiled into the subcutaneous space and the wound was closed. Following this the consumer was repositioned and an incision was made over the previous ins, and it was removed along with its connecting wires. The physician then reopened the thoracic incision and a connecting incision between the two and drew the connecting wires through the tunnel. The system was connected appropriately to a new rechargeable ins where it was tested and good function was assured." Operating notes stated the consumer tolerated the procedure well with no complications, and minimal blood loss.¿ relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.